Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the safety logs indicated that arm cart assembly 2 had a non-recoverable error due to a mismatch in potentiometer positions at either robotic arm joint 1 or joint 2. Indicating the absolute difference between the primary and second joint position failure readings is more than the limit and triggering an error code for 'linked to robotic arm encoder redundancy check failure'. The error code reports an error message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a robotic arm potentiometer failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively to a robotic laparoscopic right hemicolectomy before docking the arm to the patient, an error displayed. After unplugging and reconnecting the arm cart assembly, the system worked normally. However, when the instrument was attached, the arm error recurred. The aca was disconnected and reconnected again, which resolved the issue. During the robotic laparoscopic procedure, a collision occurred with another arm cart, causing the arm to fail and stop working. The aca was disconnected and reconnected again and successfully calibrated. When adjusting the instrument drive unit, the arm threw another error. The surgery was completed with three arms after this point to avoid further incident. There was no reported patient injury.

Manufacturer narrative:
Additional information added to the following sections: b5, event description, procedure name updated to right hemicolectomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively to a robotic laparoscopic right hemicolectomy before docking the arm to the patient, an error displayed. After unplugging and reconnecting the arm cart assembly, the system worked normally. However, when the instrument was attached, the arm error recurred. The aca was disconnected and reconnected again, which resolved the issue. During the robotic laparoscopic procedure, a collision occurred with another arm cart, causing the arm to fail and stop working. The aca was disconnected and reconnected again and successfully calibrated. When adjusting the instrument drive unit, the arm threw another error. The surgery was completed with three arms after this point to avoid further incident. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively before docking the arm to the patient, an error displayed. After unplugging and reconnecting the arm cart assembly (aca), the system worked normally. However, when the instrument was attached, the arm error recurred. The aca was disconnected and reconnected again, which resolved the issue. During the robotic laparoscopic procedure, a collision occurred with another arm cart, causing the arm to fail and stop working. The aca was disconnected and reconnected again and successfully calibrated. When adjusting the instrument drive unit, the arm threw another error. The surgery was completed with three arms after this point to avoid further incident. There was no reported patient injury.